Event description:
During a knee surgery performed in korea, the femoral trial holder / ps box guide (9065.88.140 lot. 21bg04l) was damaged during the hammering process while in use. The broken fragments were retrieved from the surgical site. The handle functioned normally, and the surgery was completed using an alternative instrument. Surgery was prolonged 30-40 minutes. Even has occurred in south korea.

Manufacturer narrative:
Investigation: a review of the device history records (dhrs) for the involved lot #21bg04l was performed. No pre-existing anomalies were identified on the 10 devices manufactured within the same lot. This is the first and only complaint received related to this lot. A final MDR will be submitted once the investigation is completed.